Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic sphincterotomy procedure to treat common bile duct stones performed on (B)(6) 2025. During the procedure, while applying energy through the cutting wire, the wire broke approximately five seconds after activation. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic sphincterotomy procedure to treat common bile duct stones performed on (B)(6) 2025. During the procedure, while applying energy through the cutting wire, the wire broke approximately five seconds after activation. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result) the returned truetome 44 was analyzed, and a visual evaluation noted that the wire anchor was blackened and got dislodged or dislocated from distal pierce hole. The working length was torn, and the cutting wire was kinked and not broken. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the wire anchor was blackened and got dislodged or dislocated from distal pierce hole. The working length was torn, and the cutting wire was kinked and not broken. The working length torn could have been caused by submitting the cutting wire to tension during the handle actuation, in addition with the possibility of the device being energized during the handle actuation. Also bowing the device without being completely out of the scope can lead to tear it and displacing or dislodge the cutting wire anchor from its position. Additionally, the cutting wire kinked could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Based on all gathered information, the most probable root cause is adverse event related to procedure.